Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient was doing fine and they were reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day, the patient was treated with injection vancomycin ip (1 gm, once in 2 days), injection fortum ip (1 gm, once daily) and injection reflin ip (1 gm, once daily) for peritonitis. The cause was unknown. At the time of the report, the patient was recovering from the event. No additional information is available.